Event description:
It is reported that the 14 mm surface did not make an audible click when inserting. The surgeon then tried a 12 mm surface and again, there was no audible click. The surgeon decided to try the 14 mm again and was able to get the insert seated with an audible click.

Manufacturer narrative:
This report will be amended when our investigation is complete.